Event description:
It was reported that the patient presented for follow-up. Patient had received inappropriate shocks. Sensing anomaly and high capture were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found. All electrical measurements were normal.